Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is unknown.

Event description:
This report was received from (B)(6). This is a solicited report by a physician from (B)(6) of peritonitis coincident with dianeal unknown therapy. This is one of multiple reports by same reporter. On an unreported date, the patient began treatment with dianeal unknown (dose, frequency, and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis from an unreported cause. The physician stated that the "patient took the suspect products during day hospital regimen". The physician did not confirm the indication for the patient's hospitalization. On an unreported date, the patient began remedial therapy with unspecified cephalosporins (dose, frequency, and route not reported). Further information pertaining to hospitalization was not provided. On an unreported date, the event of peritonitis was resolving. Action taken with dianeal unknown therapy was not reported. The physician did not provide a statement of causality for the event of peritonitis and the relation with dianeal unknown therapy.